Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported being hospitalized due to high blood glucose levels above 300 mg/dl. The customer's last infusion set change was on (B)(6) 2011. The customer had been experiencing high blood glucose levels for the past two days, and had been having issues with her infusion sets and reservoirs. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Later, the customer called to report that her doctor requested a replacement insulin pump. Nothing further was reported.